Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 413.336s; lot: l502824; manufacturing site: grenchen; release to warehouse date: july 26, 2017; expiry date: july 01, 2027 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Summary of the manufacturing evaluation: as relevant for the complaint condition ¿screw could not be inserted successfully¿¿ the relevant features have been identified and measured. All dimensions of article part 413.336s relevant for the complaint condition have been measured and have fulfilled their specifications according to drawing. In addition, during the manufacturing process, the relevant features were inspected and documented according to the inspections sheet. Therefore, this article was manufactured according to its quality standards and a manufacturing issue can be excluded. The received condition of the article does not agree with the complaint description since all the relevant features related to the screw were measured during this investigation and have fulfilled its specification according to the drawing. In addition, this complaint is rated as not confirmed since there is no evidence to support the allegation made in the complaint. Since no deviations were found in the documentation, as well as during this investigation, the relevant measurements performed are according to the specifications, which indicates that there is no manufacturing issue, no further actions have been taken. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, an open reduction internal fixation with proximal tibia plate was performed to surgery for left tibial plateau fracture. The surgeon tried to insert a locking screw at the second distal hole of an unknown plate using an unknown screwdriver. At that time, the screw kept spinning at its self-tapping portion, and it could not be inserted further. The surgeon tried to insert the screw by removing the soft tissue around the screw, retracting the soft screw and using a power tool with a driver shaft. However, the locking screw could not be inserted successfully. The screw was changed to another one with the same size, then, it could be inserted properly. The surgeon commented that it was unlikely that the soft tissue affected the event since the surgical incision was made from 3 cm above the affected hole to the 3 cm below the hole. The surgery was completed within a 30-minute delay. There was no adverse consequence to the patient. Concomitant device reported: proximal tibia plate 4.5/ 5.0 (part #: unknown, lot #: unknown, quantity: 1), screwdriver (part #: unknown, lot #: unknown, quantity: 1) and driver shaft (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) 5.0mm ti locking head screw self-tapping 36mm. This is report 1 of 1 for complaint (B)(4).